Event description:
A continuous positive airway pressure (CPAP) device was returned to a third-party service center for service. There was no report of patient harm or injury. During evaluation of the device at a third-party service center, the sound abatement foam was found to be degraded. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.